Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The irritation presented as burning sensation, itching, raised skin, and blisters/welts. The patient sought medical treatment and was treated with a prescription topical steroid. The patient discontinued service or took a break in service due to the skin irritation. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergy to metals and/or adhesives.

Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The irritation presented as burning sensation, itching, raised skin, and blisters/welts. The patient sought medical treatment and was treated with a prescription topical steroid. The patient discontinued service or took a break in service due to the skin irritation. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergy to metals and/or adhesives. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is elderly and 70 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.